Manufacturer narrative:
Through follow up livanova was informed the possible involved sns are (B)(6) or (B)(6) manufactured in 2001 and 2004 respectively legal lawsuit has been issued and no other information has been made available other than that reported in the complaint file. For sn (B)(6) and (B)(6) it is not deemed necessary to perform DHR review since were manufactured in 2001 and 2004 respectively, while alleged surgery issue occurred in 2015/2016 and contribution of possible native defects can be expected during first usages. Source of patient contamination remains unknown and the livanova device involvement as well. Livanova already implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. No device between the ones possible involved and in use at the hospital at the time of surgery (2015), was equipped with vacuum and sealing kit since upgrade activity started in 2017. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
The event was identified through a retrospective review of product liability lawsuits. Through this review, we have identified a few events where the plaintiff had filed a suit against the company, and it was handled by our legal department, but the underlying product information had not been forwarded to the complaint handling unit. Livanova opened a CAPA to identify any possible lawsuits that might require complaint reporting and to retrospectively submit those events that were not previously submitted and to prevent future similar issues from occurring. The complainant alleges, through their counsel, infection of m. Chimaera. Based on the current status of the investigation the alleged device issue was yet not confirmed. The patient ((B)(6), birth 1962), who underwent two heart surgeries (date of surgeries: (B)(6) 2015 and (B)(6) 2016) was diagnosed with m. Chimaera in late 2018. In early 2023, livanova was informed the patient died on (B)(6) 2022.

Manufacturer narrative:
A.2-a.5. Patient information was not provided d.4. The serial number is unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.